Event description:
A red alert for low pacing lead impedance was detected on this rv lead on (B)(6) 2012. Additional information was received on 6/12/12. Pacing impedance was trending mid 400 to 500 ohms. No additional information is available at this time. Lead remains in service. Additional information was received. This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) hospitals in (B)(6). It was noted that lead had some noise in august of last year. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).